Event description:
It has been reported that the AED did not pass self- diagnostic check.

Manufacturer narrative:
(B)(4). Product eval pending. Issue is being reported as alert could not be cleared by operator. Date of MFR unk. Serial number unk at this time but will be reported with follow up report.